Event description:
Rptr has been tested & diagnosed with atypical connective tissue disease & silicone induced lupus. Also rptr's 5-yr-old son has serious illnesses that she's in the process of trying to have diagnosed. Rptr uderstands illnesses appear to be linked to silicone toxicity as well.